Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding premature battery depletion of this cardiac resynchronization therapy defibrillator (crt-d). Furthermore, there were differing longevity estimates given over the past six months. No adverse patient effects were reported. This product remains in-service. No further action is required at this time, this device will be continually monitored.